Event description:
It was reported that customer has simulated readings with third party pt simulators and receives inaccurate sp02 and pr readings (no values available) from the device during testing. It was reported that a masimo tester was not used. There were no error codes displayed or visual or audible alarms observed. Customer also reported "the readings seem to be off calibration compared to my certified test equipment, pronk sim cube. I did get it to fail calibration verification". There was no pt involvement.

Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the top segment of middle bpm digit does not illuminate. The device brightness was increased to full brightness and led segment illuminated very dimly. Simulation tests were conducted and the device was able to provide accurate readings however, it was found to have a failed led segment on led board. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.